Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.2. Date: (B)(6) 2011, inratio: 1.7, lab: 4.4, 4.2. Therapeutic range 2.0-3.0. Tech support suggested testing non-coumadin pt and results should be 0.7-1.2. Customer tested herself and got 1.0.